Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sterile distilled water flowed back from the inflation valve of foley catheter during water injection.

Manufacturer narrative:
The reported event was unconfirmed. No root cause could be found because the reported event was unconfirmed. Received (4) photo samples. First photo sample shows top view of catheter with sample port connector. Second photo sample zooms in on end of catheter with deflated balloon. Third photo sample shows inflation valve cap. The fourth photo shows the product packaging with the product information. A DHR review is not required as the event is unconfirmed, however, one was completed prior to the confirmation. The reported event is unconfirmed a labeling review is not required. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sterile distilled water flowed back from the inflation valve of foley catheter during water injection.